Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient. It was reported that after the device was taken out it was put back in on the left side on (B)(6) 2016. No further complications were reported or were expected.

Event description:
A friend or family member of the patient reported the patients first interstim device was implanted on (B)(6) 2016 and had to be removed due to seroma. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.